Event description:
The pt received emergency room treatment for hypoglycemia. The pt reported that he primed the pump while attached to the infusion set and the pump delivered insulin during the load cartridge step.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a case seal leak and corrosion on the force sensor assembly. The pt also reported that the pump was emitting loss of prime warnings. Consistent with the pt's complaint, the pump did not detect the cartridge. The pt administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence.